Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the pump was abruptly empty. The doctor assumes that the device is draining after filling and suspects a failure of the septum. As a result, the device was revised. After the revision, no fluid could found in the pump pocket.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the complaint was confirmed based on the transaction logs review. The root cause of the observed drug missing in the reservoir could not be determined during the device investigation. The root cause of the infusion irregularity was investigated and documented within the CAPA-(B)(4). Corrective actions were documented in the CAPA-(B)(4). The provided transaction logs of the pump (B)(4) , from (B)(6) 2013 were analyzed. Based on the available transactions logs, there are discrepancies observed between the volume measured by the fls (written on the transaction logs) and the volume calculated based on the programmed flow rate. Data were extracted from the pump at receipt following the (B)(4), and the programmed flow rate, valve-on time and compensation value have been verified and are conform to the expected values. Visual inspection ((B)(6) 2013). The pump was returned as follows: 4 suture loops. Approx. 10 punctures were observed on the filling septum. Scratches were observed on the outer parts of the pump. No holes were observed on the bolus septum. The pump was returned with 5.57ml of residual liquid. The pump was returned on ¿stop infusion¿ mode. The pump passed the valve cycle analysis test, and fls test, no fls offset observed. The pump passed the septum leak test. No leakage was observed. The medstream pump was tested twice for flow and passed the test. The internal pressure of the pump was verified and was conformed to the specifications. The device history record of product code 91-4200, lot cllb2b; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released to stock. The analysis of the provided transaction logs confirmed drug missing from the reservoir between (B)(6) 2013. The root cause of the observed drug missing in the reservoir could not be determined during the device investigation. The root cause of the infusion irregularity with the medstream pump was investigated in the CAPA-(B)(4). Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.